Event description:
It was reported that a transfer set could not be tightly connected to a minicap which resulted in iodine leakage. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye noted a damaged female connector. Functional tests including clear passage and clamp function tests were performed with no issues noted. Leak testing failed due to a leak beneath the minicap. The device was retested with an in-lab minicap which revealed a leak. Therefore, the leak was due to the damaged female connector. The reported condition was verified. Due to the returned condition of the device, the cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.